Event description:
It was reported that during an unknown orthopedic surgery on 2/14/2024, a barbed suture was used. The needle was detached from the suture during continuous suture. This happened in 2 products in a row. These were not control release needles. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged surgery time?=>no a review of the batch manufacturing records was conducted, and no related non-conformances were identified. To date it has been reported that the device has been discarded; and therefore, will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned. Related events captured via: 2210968-2024-01817.